Event description:
Toothbrushes...silver attachment spear...malfunctioned...head of the toothbrush doesn't hold in place and falls off - oral-b [device breakage] . Case narrative: female consumer via e-mail stated that the silver attachment spear on her oral-b toothbrush malfunctioned and the oral-b toothbrush head would not hold in place and fell off. No injury was reported. 27-feb-2025 follow up via digital safety assessment survey: the reporter was a relative/friend for the 29-year-old female consumer. She did not talk to a healthcare professional. No injury was reported. 27-feb-2025 follow up via pictures: the suspect product was confirmed to be the handle. The suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3cb34131921. No injury was reported.

Manufacturer narrative:
29-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrushes...silver attachment spear...malfunctioned...head of the toothbrush doesn't hold in place and falls off - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the silver attachment spear on her oral-b toothbrush malfunctioned and the oral-b toothbrush head would not hold in place and fell off. No injury was reported. On 27-feb-2025, follow up via digital safety assessment survey: the reporter was a relative/friend for the 29-year-old female consumer. She did not talk to a healthcare professional. No injury was reported. On 27-feb-2025, follow up via pictures: the suspect product was confirmed to be the handle. The suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3cb34131921. No injury was reported.